Event description:
Intraoperative device diagnostic testing during generator replacement surgery (after replacement generator was connected to original lead) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Repeat testing after confirming proper generator/lead connection yielded the same results. Diagnostic testing of the replacement generator alone was within normal limits, indicating a probable issue with the original lead. The generator replacement surgery was completed with the new generator connected to the original lead. The pt underwent lead replacement surgery eight days later. Lead break is suspected.

Event description:
Follow up revealed that the generator was being replaced due to end of service, and lead was also replaced at the time of generator revision. No x-rays were taken as high impedance was not seen until the time of surgery. The patient's post-op settings were provided. The patient was seen by the surgeon and neurologist on (B)(6) 2005 and found to be in good/stable condition. The explanted devices were disposed of by the hospital so product analysis is not possible. On (B)(4) 2012, it was reported that high impedance was seen on a physician's handheld for this patient. It was confirmed that the high impedance occurred on (B)(6) 2005 and resolved on that date. It was confirmed that diagnostics within normal limits were obtained for this patient since this incident of high impedance.

Manufacturer narrative:
Follow-up report type, corrected data: previously submitted MDR was not designated as 'additional information.' This report is being submitted to correct this information.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated that there was no information regarding the event date; however, the event date is actually (B)(6) 2005. Describe event or problem, corrected data: previously submitted MDR stated that the patient underwent lead revision eight days later; however, lead revision occurred on the date of generator revision. Follow up information was also inadvertently omitted. Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR omitted generator diagnostic results and post-operative settings. Operator of device, corrected data: previously submitted MDR stated the device operator was a health professional; however, the device operator is actually the lay user/patient. Concomitant medical products and therapy dates (exclude treatment of event), corrected data: previously submitted MDR stated that the pulse generator in this field; however, this field is not applicable. Type of report, corrected data: previously submitted MDR stated that omitted that this was a 30-day report. (B)(4.) This report is being submitted to correct the aforementioned information. Device failure is likely, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Analysis of programming history

Event description:
The patient's programming history was reviewed on (B)(6) 2012. The patient's settings on (B)(6) 2005, were available; however, no diagnostics were performed on this occasion. The patient was interrogated at these settings on (B)(6) 2001 and attempts to program the device were made. A lead test was performed on (B)(6) 2003, with normal results.